Manufacturer narrative:
The insulin pump had no button error alarm. However, it had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was exercising. Customer's blood glucose level was 183 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.